Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The c-34 error and monopolar energy activation issue were confirmed and reproduced during testing.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered error c-34 when applying energy. The user performed a power cycle on the integrated electrosurgical unit (iesu), but the issue persisted. The iesu was connected to a power strip and the user attempted to move the power cable to a wall power outlet, but the surgeon did not want to pause the surgery. The user did not have an external force triad generator at that time. The procedure was completing as planned with no reported injury.